Event description:
During an open reduction internal fixation on the left distal humerus while the surgeon was drilling with a 2.8mm drill bit he hit another screw and the drill bit tip broke off in the patient. The surgeon decided to leave the broken drill bit portion implanted. No delay in the procedure and no reported complications. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The manufacturing documents were reviewed and no complaint related issues were found. Investigation could not be completed, no conclusion could be drawn as no device was returned. Placeholder.